Event description:
The manufacturer received information alleging a ventilator's flow sensor fail. The device was not in patient use. The device's system board and machine flow sensor were replaced to address the issue.